Event description:
It was reported that a skin reaction occurred. The patient stated they experienced a skin reaction in (B)(6) 2022. The patient developed a rash, redness, blisters, inflammation/swelling, dry/flaky skin, drainage, and a scar underneath the sensor pod area only. The patient had itching sensation in the area. Prior to sensor insertion the area was cleansed with alcohol. On (B)(6) 2022, the patient consulted a healthcare personnel (hcp) and was prescribed hydrocortisone 2.5 % topical cream (twice per day) for the reaction. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.